Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: driveline infxn and fracture. Specific component(s) involved: driveline malfunction. Additional text: infxn and fracture. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : driveline revision. Implant device type: both (in the same or visit). Malfunction device type: lvad.